Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. Additional information received which indicated that the brady lead was not successfully implanted due to leads had trouble boring into septum during left bundle branch placements. The leads will not be returned for analysis.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.